Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report chordae damage and worsened mitral regurgitation. A mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with flail. A mitraclip xtw clip delivery system (cds) with a steerable guide catheter (sgc) were selected for treatment. The steerable guide catheter (scg) was inserted without any problems. The clip delivery system (cds) was inserted, steering and positioning under the valve was performed without any problems. During the first grasp attempt, resistance was noticed, and it was suspected that the clip had been caught in the chordae. As the clip was inverted in the attempt to get back into the atrium, chordal damage occurred. The mr increased from 3 to 4. Further into the procedure, the leaflets could not be grasped adequately to achieve any reduction in the mr. The cds and sgc were removed together, and there was no clip implanted. There was no clinically significant delay in the procedure and no additional patient complications. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult to remove (clip caught in chordae) was unable to be determined. The reported tissue injury was a cascading event of the reported clip caught on chordae. The reported worsening mitral regurgitation was a cascading event of the reported tissue injury. The reported patient effect of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.